Event description:
It was reported that the pt experienced a return of symptoms including spasticity, hypertonia, and pruritis. The pt's family brought him in to the ER. In 2009, a 100 mcg intrathecal baclofen bolus was given with no benefit. Two days later, the intrathecal baclofen was programmed to minimum rate. Per the reporter, the "pt desires to be managed with oral antispasticity meds at this time". The pt outcome was reported as no injury, pt recovered without sequelae. The pump was used to deliver baclofen.